Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4), alleging that their onetouch verioflex was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 8pm on (B)(6). The patient manages their diabetes with a combination of medication including januvia and glipizide. The patient reported that at around 8pm they developed symptoms of ¿shakiness, heart racing, felt weak, turned pale and felt like passing out¿. The patient reported testing their blood glucose and obtained a reading of 7.3mmol/l, the patient stated that they felt this reading was inaccurately high compared to their feelings. The patient reported that they were treated by a family member with food and drink. The patient reported having dinner 15 minutes later. The patient reported that later they obtained blood glucose readings of 22.8 and 18.4mmol/l on the subject meter, obtained within 20 minutes of each other. The patient denied testing on any other device at this time. At the time of troubleshooting, the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia and required treatment from a third party after the alleged issue began.